Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The device was thoroughly rinsed before manual disinfection. During manual cleaning, brushing was performed in water mixed with detergent then in the wassenburg automatic disinfector. The detergent used was wassenburg endohigh detergent. Disinfectants were not used outside the disinfector. The endoscope channels were brushed with an olympus single use cleaning brush. The automated endoscope reprocessor (aer) used was a wassenburg wd440pt with wassenburg endohigh detergent and endohigh paa disinfectant. The aer has had unknown repairs by ¿(B)(6).¿ the water quality was controlled by the aer. The device was dried and stored in a wassenburg dry 320 drying cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 1 colony forming units (cfus)/ml of staphylococcus capitis in the air/water channel. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following non-reportable malfunctions: the air/water-cylinder had discoloration; the suction cylinder had no color; the adhesive on the bending section cover had wear; the connecting tube had coating peeling; due to wear of the angle wire, the bending angle in down direction did not meet the standard value; due to deformation of the bending tube, the bending angle in the up direction exceeds the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for >500 colony forming units (cfus)/100 ml of candida albicans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for two patients with procedures involving the device between sampling and receiving the positive test result.

Manufacturer narrative:
Correction: a1 and h8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported positive culture could not be determined. For the event of the subject device being used on two patients after sampling while waiting for culture results which was positive it is likely that there was a difference in recognition between recommendation by olympus and the user facility on device handling. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.